Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 56 mg/dl. Bg cause was not known. Customer's wife assisted the customer to consume carbohydrates to address bg, as the customer was incapacitated due to low bg level. Recommendation was made to consult with a healthcare provider to discuss diabetes management.